Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a surgical procedure at the user facility that the device would slowly being to run by itself. The procedure was completed successfully. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility that the device would slowly being to run by itself. The procedure was completed successfully. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.